Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to pass through the vasculature per the clinical description provided. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings and cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The complainant reported a patient undergoing elective coronary artery bypass graft and valve placement was attempted to be implanted with an impella 5.5 device for mechanical circulatory support. During impella implantation, several attempts were made with different wires, catheters, and an un-wired impella pump, but the physician was unable to pass the device into the proper position. The impella placement was aborted, and the physician proceeded with chest closure and placement of an intra-aortic balloon pump. No patient harm was reported.